Event description:
According to the event report, "while attempting to draw an abg, staff noticed blood around the insertion site. The needle was withdrawn and no inspection of the needle, the bevel appears to be slightly malformed. The pt site was inspected for arterial puncture with negative findings. Two other blood gas kits were pulled with the same lot number and they had no defects.